Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly during a follow-up performed on (B)(6) 2019, high ventricular impedance (superior to 3000 ohms) and loss of atrial capture were observed, in unipolar or bipolar configurations. A re-intervention to add a new ventricular lead was scheduled. Before the implantation procedure on (B)(6) 2019, it was confirmed the subject atrial lead was dislodged and high ventricular lead impedance was again observed in unipolar and bipolar configurations. As the physician could not add a lead from the same pectoral position, it was decided to explant the atrial and ventricular leads and implant a new ventricular lead from the right pectoral position. Upon measurements with a psa, the ventricular lead impedance measurement was superior to 3000 ohms. A ventricular lead fracture was suspected but the fractured part could neither be identified visually nor by x-rays. As the ventricular lead could not be removed from the patient¿s body, it was decided to cap the ventricular lead end and abandoned it. The atrial lead was explanted and discarded at the hospital. A new ventricular lead was implanted from the right pectoral position and the re-intervention was completed.

Event description:
Reportedly during a follow-up performed on (B)(6) 2019, high ventricular impedance (superior to 3000 ohms) and loss of atrial capture were observed, in unipolar or bipolar configurations. A re-intervention to add a new ventricular lead was scheduled. Before the implantation procedure on (B)(6) 2019, it was confirmed the subject atrial lead was dislodged and high ventricular lead impedance was again observed in unipolar and bipolar configurations. As the physician could not add a lead from the same pectoral position, it was decided to explant the atrial and ventricular leads and implant a new ventricular lead from the right pectoral position. Upon measurements with a psa, the ventricular lead impedance measurement was superior to 3000 ohms. A ventricular lead fracture was suspected but the fractured part could neither be identified visually nor by x-rays. As the ventricular lead could not be removed from the patient¿s body, it was decided to cap the ventricular lead end and abandoned it. The atrial lead was explanted and discarded at the hospital. A new ventricular lead was implanted from the right pectoral position and the re-intervention was completed.